Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Evaluation in process but not completed.

Event description:
It was reported that patient underwent an anterior cruciate ligament reconstruction on (B)(6) 2016. During the procedure, the tip of the femoral aimer fractured and fell into the patient's wound. The fractured piece was removed from the patient and another device was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Methods - examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. During the evaluation, evidence of heavy use was noted. A conclusive root cause for the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿